Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the ventilator intermittent powering off". The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the gas delivery system to address the reported problem.